Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the incident device, it is difficult to determine the root cause of the incident. However, a sterile unit from the same lot was returned to help facilitate the evaluation. Engineering performed a seal performance test with the sterile unit and found that the device met all performance specifications. A review of the manufacturing records for this lot confirmed that the product functioned properly during the procedure and passed all manufacturing and quality inspections. The root cause of the incident could not be determined as engineering was unable to replicate the incident additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Biliodigestive anastomosis: "the customer used during the dissection of the mesenterium of the small bowel the voyant fine fusion. I could see that they used the device till the generator gave the signal that the tissue is sealed. But after a short time the sealed tissue started to bleed again, so the surgeons had to use a monopolar device." Patient status - unknown.